Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited noise, oversensing, and a decrease in pacing impedance from the 500 ohms range down to the 200s. Additionally, there was noise on the right atrial (ra) lead. Surgical intervention was done to replace these products. This product was explanted. No additional adverse patient effects were reported.